Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned. Therefore, a sample evaluation could not be performed. The investigation is currently under way.

Event description:
It was reported that during a scheduled ivc filter retrieval procedure, it was identified that an ivc filter arm was detached and was located on the wall of the inferior vena cava. Both the filter and the detached filter arm were retrieved without incident. No report of injury to the pt.